Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: embedded in uterus/ perforation of organ"), device expulsion ("migration of essure device location of device: embedded in uterus"), pelvic infection ("pelvic infections") and menorrhagia ("heavy prolonged periods") in an adult female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included trichomonal vaginitis, gerd, paratubal cyst and brca2 gene mutation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy /bilateral salpingo-oophorectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic infection, menorrhagia, abdominal distension, fatigue, vaginal discharge and abdominal pain lower outcome was unknown and the vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain lower, device expulsion, embedded device, fatigue, menorrhagia, pelvic infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on the right side 3 trailing coils was 'observed. Two trailing coils are seen in left side. Procedure performed without complication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Event infection (bladder/urinary tract/vaginal) type: vaginal, pain and vaginal discharge, partial expulsion, lower abdominal pain were added; the previous event "perforation of organ" was updated to "migration of essure device location of device: embedded in uterus". Other relevant history, reporter, lab data, lot number were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: embedded in uterus/ perforation of organ"), device expulsion ("migration of essure device location of device: embedded in uterus"), pelvic infection ("pelvic infections") and menorrhagia ("heavy prolonged periods") in an adult female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included trichomonal vaginitis, gerd, paratubal cyst and brca2 gene mutation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy /bilateral salpingo-oophorectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic infection, menorrhagia, abdominal distension, fatigue, vaginal discharge and abdominal pain lower outcome was unknown and the vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain lower, device expulsion, embedded device, fatigue, menorrhagia, pelvic infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on the right side 3 trailing coils was 'observed. Two trailing coils are seen in left side. Procedure performed without complication . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ"), device dislocation ("migration of implant") and pelvic infection ("pelvic infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), menorrhagia ("heavy prolonged periods"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic infection, menorrhagia, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, device dislocation, fatigue, menorrhagia, pelvic infection and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.